Event description:
During knee surgery, the capsule broke and fluid went outside the joint causing extravasation. When the doctor went to pull out the cannula, it sprayed him in the face. No other info is available for this incident.